Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event could not be duplicated and no failure was found during the device evaluation. Routine maintenance was performed on the device. This was a stryker loaner handpiece, so the device was placed back into stryker stock.